Manufacturer narrative:
(B)(4). (B)(6). (B)(46). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, the reported treatment appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 3.5x23mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Following, the first diagonal branch coronary artery ostium had become jailed by the stent. Approximately 75% diagonal ostium narrowing occurred post stent implantation. Reportedly, the stent was implanted in the intended location with no device issue. Balloon angioplasty was performed as treatment. The event resolved that day without sequela. There was no additional information provided.